Event description:
After hooking up the endo tubing to the scope, no air or water would come through the scope. Malfunction noted prior to use on patient- no patient harm. Endo smartcap medivators lot- 663214 exp- 06/2028.